Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After left inguinal region puncture, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted after the wire and dilator were removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Blood was leaking from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hemostatic valve. There was no action such as pulling the dilator and wire forcefully (confirmed visually at the site), but the valve part of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was separated. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced immediately and the procedure was continued. The procedure was completed without patient's consequence. Additional information was received on the event. They cannot be more specific on what section broke/separate. The hemostatic valve/brim cap/hub did not break into two or more separate pieces or become detached from the sheath. The sheath was not being used on the patient. No blood return was observed. The event was assessed as a MDR reportable hemostatic valve separation.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 28-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The device evaluation was completed on 28-jun-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After left inguinal region puncture, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted after the wire and dilator were removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Blood was leaking from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hemostatic valve. There was no action such as pulling the dilator and wire forcefully (confirmed visually at the site), but the valve part of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was separated. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced immediately and the procedure was continued. The procedure was completed without patient's consequence. Additional information was received on the event. They cannot be more specific on what section broke/separate. The hemostatic valve/brim cap/hub did not break into two or more separate pieces or become detached from the sheath. The sheath was not being used on the patient. No blood return was observed. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap was detached, the hemostatic valve and friction ring is missing, also residues of adhesive were observed on the hub. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)